Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy - "on the morning of wednesday, (B)(6) 2016, dr. (B)(6) performed a total laparoscopic hysterectomy using the alexis contained extraction system with the gelpoint advanced access platform at (B)(6). At some point during the case, one of the domed plastic shielded seals from one of the 10 mm trocar sleeves was dislodged from the trocar and fell into the abdominal cavity of the patient. Dr. (B)(6) noticed the domed plastic seal laying in the abdomen during his final inspection of the abdomen after completing his colpotomy and vaginal cuff closure and removed the dislodged piece. Dr. (B)(6) believes multiple needle passes through the trocar resulted in the seal being dislodged. He has not ever experienced the seal dislodging in any previous cases. He is planning to use gelpoint in future, but requested that the piece be returned to corporate for investigation and that a cer be filed for the incident by als (B)(6). The dislodged seal was saved in a biohazard bag and the local als (B)(6) was notified by (B)(6) about the incident. (B)(6) would like (B)(6) to coordinate return of the product and a replacement for the kit that was involved gtg17. (B)(6) will provide no charge po for replacement. " patient status - incident did not result in harm to patient or procedure.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon investigation, engineering confirmed that the shield, an internal component of the seal, had dislodged from one of the trocar sleeves. The shield was visually inspected and cuts were observed on two petals of the shield. The internal seals were visually inspected and a small tear was observed on the septum. It is likely that the trocar shield was dislodged by an instrument that was used during the procedure. Based on the damage that was observed on the dislodged shield and septum, it is likely that an instrument caught on the shield during insertion and dislodged it from the trocar sleeve. The instructions for use (IFU) states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers", and "all instruments should be centered axially when inserted through the seal". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.